Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the caretaker of a peritoneal dialysis (pd) patient discovered a fluid leak after treatment was complete. Fluid was found inside the cassette door in the pump module area when caregiver was removing the cassette at treatment complete. There was fluid on the exterior of the cassette. Patient was not connected. The caregiver was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the spouse verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. One manual treatment was performed. The caregiver has received a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H.3 plant investigation: the actual device was returned to the manufacturer for physical inspection an exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The system air leak test passed. The patient sensor check passed. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. There were no visual discrepancies encountered during the internal inspection. The device history review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed ((B)(6) 2021).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that the caretaker of a peritoneal dialysis (pd) patient discovered a fluid leak after treatment was complete. Fluid was found inside the cassette door in the pump module area when caregiver was removing the cassette at treatment complete. There was fluid on the exterior of the cassette. Patient was not connected. The caregiver was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the spouse verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. One manual treatment was performed. The caregiver has received a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.